Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing a steep rise to out of range pacing impedances. The thresholds and the intrinsic amplitude also have grown. There was noise in unipolar configuration but the patient is not pacing in the right ventricle. It was recommended to do troubleshooting for the patient so the origin could be determined and programming recommendations were also given. The sales representative was consulted and no additional information was received. The rv lead remains in service at this point. No adverse patient effects were reported.